Manufacturer narrative:
(B)(4). Date sent: 10/14/2022. Batch #823a12. Additional information was requested and the following was provided: what wat the procedure? Respiratory surgery. No further information will be available. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for the procedure? Was the vein divided intrapericardially or extrapericardially? Did the patient receive and preop radiation or chemotherapy? What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How was the post-op bleeding addressed? Was the site of the post-op bleeding identified? What was the total estimated blood loss (ml)? What was the pre and postoperative anti-coagulant and pain management protocol? Were there any issues with staple formation throughout the procedure at the site of the bleed? What is the current patient status? Could you please provide a time of event between the initial surgery and reoperation? Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device (b) was returned in an articulated position with no apparent damage and with no reload present. One b-formed staple was observed in the jaws. In addition, the battery pack and package materials were not returned. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a respiratory surgery, bleeding occurred after anesthetic worn off after the operation. The right inferior pulmonary vein was cut at the initial operation. The surgeon re-opened the chest, and it was found that staple seems to be malformed. The patient condition is stable, but blood transfusion was performed and is currently under artificial respiration. Another device was used to complete the case. No device will be returning.

Manufacturer narrative:
(B)(4) date sent: 10/27/2022 additional information received: the batch 823a12 were placed in two possible : lots including the the batch number 823a12. Lot x95p6y: a manufacturing record evaluation was performed for the finished device lot number x95p6y and no non-conformances were identified. Manufacturing date: 9/01/2022 expiration date: 7/31/2025 lot x95a0z: a manufacturing record evaluation was performed for the finished device lot number x95a0z and no non-conformances were identified. Manufacturing date: 7/05/2022 expiration date: 5/31/2025